Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimate date, the exact date was not provided. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted with proglide devices in a common femoral artery using the preclose technique prior to an interventional procedure. The arteriotomy was 6f. Reportedly, cuff misses or suture breaks occurred using five proglide devices. The sheath was upsized to either a 14f or a 16f and the interventional procedure was completed. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, one unused, sterile device with lot #50918k1 was returned for evaluation. The returned unused device was tested; inspection performed confirmed no device malfunction.